Event description:
A hospital in (B) (6) reported to a fisher & paykel healthcare clinical product specialist that upon equipment set-up and calibration involving an rt236 infant evaqua low flow breathing circuit and servo I ventilator, the ventilator leak test was not passed until the breathing circuit was replaced. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The device is currently en route to the MFR for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available. A lot check revealed no other complaints of this nature for this lot number.